Event description:
It was reported that during a ptca / stenting treatment procedure the maverick2 monorail balloon ruptured at 12 atm's on the third inflation. (The number of atm's reached on the initial and second inflations is unknown.) The patient was asymptomatic during this event. The lesion being treated was a calcified and 100% stenotic lesion in the mid-lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another catheter to successfully complete the stent placement procedure. Patient status is reported as 'good'.